Event description:
It was reported that the lead was explanted 50 months after the implantation due to oversensing. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 14 cm distal to the is4 connector pin. The proximal lead fragment and the distal lead fragment with inserted explantation tool were available for analysis. The visual inspection showed the ligature marks at 49.5 cm proximal to the lead tip. The lead body was circularly constricted in this region and the conductor coil was fractured. This damage can be considered the root cause of the clinically observed increased impedance and oversensing. Based on the characteristics of the damage and the location it is reasonable to assume that the lead was subject to mechanical stress due to a tight suture. Furthermore cuts in the insulation and blood infiltration was noted which most likely occurred during the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.